Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8692ds implant system, CPR¿ viper¿ with suturetape, white/blue, 1.3 mm, batch number 4113140677, was received for evaluation. Visual inspection found that the shaft of the meniscal viper and inserter were bent at the distal end close to the tip. The returned suture was found frayed. A functional test was not performed because the device was damaged. The most likely cause(s) of the reported failure are user error, misaligned insertion, or excessive forces applied by leveraging/prying the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a plantar plate repair surgery the leading shaft became bent. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.